Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore, no further investigation into the reader will be required. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed

Event description:
A caller reported a low readings issue with the adc freestyle libre sensor. On (B)(6) 2019 the customer was "constantly vomiting" and taken to the hospital the next day (B)(6) 2019, where the following comparisons were made: sensor scan of 'lo' (reading less than 40 mg/dl) vs hcp meter reading of 230 mg/dl at 09:00, and sensor scan of 82 mg/dl vs hcp meter reading of 500 mg/dl at 17:22. The customer was diagnosed with hyperglycemia and treated with fast-acting insulin injection and intravenous fluid. It should be noted that during the course of troubleshooting it was identified that the customer had applied the sensor to the stomach instead of the arm, as indicated in labeling. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a low readings issue with the adc freestyle libre sensor. On (B)(6) 2019 the customer was "constantly vomiting" and taken to the hospital the next day (B)(6) 2019, where the following comparisons were made: sensor scan of 'lo' (reading less than 40 mg/dl) vs hcp meter reading of 230 mg/dl at 09:00, and sensor scan of 82 mg/dl vs hcp meter reading of 500 mg/dl at 17:22. The customer was diagnosed with hyperglycemia and treated with fast-acting insulin injection and intravenous fluid. It should be noted that during the course of troubleshooting it was identified that the customer had applied the sensor to the stomach instead of the arm, as indicated in labeling. There was no report of death or permanent impairment associated with this event.